Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safety mode. Recommendations for patients that may be symptomatic from mode change and/or 4 years or less battery longevity to have prompt generator change. Patient atrial dependent on device and felt to be symptomatic if mode switch occurs. Pacemaker generator change done.